Event description:
The MFR received info from a third party service ctr alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's power management board was repalced to address the issue.